Event description:
It was reported that the volume did not decrease while the patient was on the infusion. The programming mode was continuous, the reservoir volume was 73, and the given volume was also 73. The length of the infusion was 46 minutes. The lock level was l02, and the configuration was either a 100ml cassette or a 250ml cassette. The administration set was primed using a syringe. Additionally, an ICU medical double clave syringe transfer set ch-33 was added. There was a needless connector on the end of the IV line, specifically a spinning spiros connector with a closed male leur. The event occurred while in used with a patient at the hospital. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.